Manufacturer narrative:
Zoll medical corporation evaluated the device and the customers report for self-check failure-1003 was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Evaluation for the customer's report for airway pressure sensing failure 1052 and runtime calibration failure 1051 were observed but not verified in the device activity log. The smart pneumatic module board was replaced as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "self check failure -1003", "airway pressure sensing failure - 1052", and "runtime calibration failure - 1051" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.